Manufacturer narrative:
Date sent to the FDA: 01/24/2020. Additional h-6 patient codes: 3189- surgical intervention.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Were both devices implanted concurrently? If yes, please provide a date and indication of index procedure? If not concurrently, please specify dates and indication for each implant surgery? Were there any intra-operative complications during initial implant surgery? When was the mesh exposure first noted by a physician? Were one or two meshes exposed and when? Diagnostic confirmation for each exposure? Onset date of urinary dysfunction from the initial surgery? Other relevant patient comorbidities? Product code and lot number for each tvt? What is physician¿s opinion as to the etiology of or contributing factors to these events (vaginal exposures twice and urinary dysfunction). What is the patient's current status? Was a chronic pelvic pain, urinary dysfunction and recurrent uti resolved after mesh removal and vaginal reconstruction urethroplasty? Were both meshes removed during urethroplasty? Is the surgeon willing to share operational reports? Note: adverse event pertaining to the second implanted tvt mesh was submitted via medwatch report 2210968-2019-90464.

Event description:
It was reported that the patient underwent a gynecological procedure on unknown date and the mesh was implanted. The patient experienced chronic pelvic pain, urinary dysfunction and recurrent uti. The mesh exposed to the vagina twice, was repaired and partially removed. Following actions were performed: examination under anesthesia, removal of the mesh, vaginal reconstruction and urethroplasty. Additional information has been requested.